Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced a sensor failure which occurred 3 days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient experienced vomiting, nausea and was not feeling well. The patient´s boyfriend took her to the emergency room around 3:30 pst due to insufficient insulin being delivered by the insulin pump because the sensor had failed. There she was treated with insulin (no mentioning of the administration route). The patient declined to provide further information about the event. At the time of the report the patient was not feeling well. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.